Event description:
The customer reported fluid leaked in the reagent compartment and was contained within the unit involving immage immunochemistry system. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. The customer has an exposure control/risk management plan at the facility. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered the sample wash cup overflowed due to a clogged filter. The fse replaced the filter in the reagent wash cup and the cuvette wash probe lines to resolve the issue. The fse noted the filter on the main vacuum line was soiled and limited flow of waste material. The fse replaced the filter for proper system operation. The unit conformed to the manufacturer's published performance specifications. (B)(4).